Event description:
When the device was used during a gastrectomy procedure, it fired an incomplete staple line and the other staples fell into the abdominal cavity. Most of the staples were retrieved. The case was completed using sutures which extended the o.r. Time by an hour. There were no other patient consequences.